Event description:
It was reported by service report that the cot had a leaking fowler gas cylinder and the fowler would not hold position with weight. No pt involvement or adverse consequences are reported.